Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker showed a sharp reduction in expected longevity in a short time. It was also reported there was a low impedance warning on the right atrial (ra) lead. The device and lead remain in use. No patient complications have been reported as a result of this event. It was further reported the ipg was explanted and replaced. It was also reported that the right atrial (ra) lead exhibited noise. The ra lead was later reprogrammed and turned off.

Manufacturer narrative:
Corrected: 4082 lead implant date: (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker showed a sharp reduction in expected longevity in a short time. It was also reported there was a low impedance warning on the right atrial (ra) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.